Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An infection in the device pocket was noted. The device and a competitor lead were explanted and replaced. The patient was stable with no adverse consequences.